Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a lesion in the riva in the outlet area of the di. A 24 x 3.00mm promus premier select stent was implanted at 18 atmospheres but the stent delivery system was difficult to remove as the balloon could not be deflated completely. There was no patient injury. Aspirin 100 mg/d in combination with prasugrel 10 mg/d for 12 months was prescribed, followed by lifelong aspirin monotherapy observation.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed on a lesion in the riva in the outlet area of the di. A 24 x 3.00mm promus premier select stent was implanted at 18 atmospheres but the stent delivery system was difficult to remove as the balloon could not be deflated completely. There was no patient injury. Aspirin 100 mg/d in combination with prasugrel 10 mg/d for 12 months was prescribed, followed by lifelong aspirin monotherapy observation.

Manufacturer narrative:
Device is a combination product. Two portions of a broken promus select 24 x 3.00mm stent delivery system was returned for analysis without a stent. The manifold/hub section was returned with a break in the strain relief, a distal portion of the device including the tip, balloon and a portion of distal shaft with break was also returned. The portion of the device between the strain relief break and the distal shaft break (including the hypotube, mid-shaft and portion of distal shaft) was not returned. Proximal returned section: manifold/hub: there was a break in the strain relief, the portion of hypotube within the strain relief was also broken at this site. Damage was noted to the manifold wings/edges. Hypotube alignment in the hub was correct and there were no visible blockages in the proximal hypotube. Distal returned section: the balloon was reviewed. There was no stent on the balloon. The balloon appeared to have been subjected to positive pressure consistent with the stent having been deployed. No issues were noted with the proximal balloon bond. Bunching of balloon material was noted at the distal end of the balloon. There was a break in the distal shaft polymer extrusion, 85 mm proximal from the distal end of the tip, the break was in both the distal inner and distal outer shaft. The distal inner was stretched. The device was soaked in a water bath at 37 degrees for 1 hour to facilitate balloon functional testing. The proximal section of the device could not be loaded onto a 0.014 inch guidewire due to the stretching of the distal inner. Due to the shaft breaks the balloon could not be inflated with the hub, an inflation aid was inserted into the inflation lumen at the distal shaft break site, this inflation aid was then attached to an encore inflation device. The balloon was then successfully inflated to 16atm (rated burst pressure), using an encore inflation device and a glycerol water solution, no issues noted. A vacuum was pulled, and the balloon deflated fully in 11seconds. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the stent delivery system was difficult to remove. A percutaneous coronary intervention was being performed. A 24 x 3.00mm promus premier select stent was implanted but the stent delivery system was difficult to remove as the balloon could not be deflated completely. There was no patient injury.